Event description:
It was reported to philips that the geometry movements were not available, the device was in clinical use. No harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the power distribution unit. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the planned treatment when the issue occurred, and the procedure was aborted and completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not working. Upon troubleshooting, fse found that san communication was failed; had no access to the pc and had no power supply to the controller and pdu (power distribution unit) module. The defective pdu fan tray was returned to philips for further investigation and found that the psu03 was defective due to electric overstress. To resolve this issue, fse replaced the pdu fan tray. After replacement, the system was returned to use in good working order. The codes were updated based on investigation summary. Device problem code was corrected.